Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer successfully replaced drawer, controller and pixie bus module controller also replaced retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.